Event description:
It was reported that the customer had an issue with the continuous glucose monitoring system having numbers that did not match up. Customer stated that during the first few days, the setting on the high or low glucose limits would cause the alarms to go off in the middle of the night. Customer ended up changing the sensor. However, the sensor would do the same thing again, so the customer had to change the settings or turn them off. Customer contacted the nurse that helped him set it up and they worked through it. Customer stated that this occurred about 2-3 months ago. Customer stated that his limit was set to 60 mg/dl and it would tell him that his reading was 35-40 mg/dl and his blood glucose levels would be about 115 mg/dl. Customer was using the enlite sensor and their most recent blood glucose level was 128 mg/dl. Customer declined troubleshooting. Customer was advised to reach out to the 24 hour help line with any issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.